Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a 4" (10 cm) appx 0.89 ml, smallbore trifuse ext set w/3 microclave¿ clear, 2 check valve, 3 clamps (2 white, red), rotating luerthat experienced leakage. It was reported that patient with history of seizures and required sedation due to decompensation from day shift prior. Writer found a wet spot under the trifuse running the midazolam (for seizures and sedation) and the hydromorphone (sedation). The actual trifuse looked like it was damaged during the manufacturing process as the clave looks crooked where it's fused to the filter. This fuse was running midaz which was initiated for seizures and that night the patient had new eye deviation findings (though no true signs of seizures). Do not know if this is connected to the midaz fuse leaking. The date of incident was on (B)(6) 2025 at 08:00:00 in cccu (cardiac critical care unit). The defective item was saved and is available for investigation. Photos of the actual defective item were provided. The status of the product at the time of the event was used on a patient. The sample does not contain any hazardous materials. There was no patient harm and no delay in therapy.

Manufacturer narrative:
Two (2) photos were returned by the customer showing the area of leakage. Received one (1) used mc33687 smallbore trifuse ext set for inspection. One (1) of the microclaves of the male luer was not fully inserted into the female luer of the check valve. The threads of the female luer were exposed. The set was leak tested per product specifications. There was leakage from the incomplete connection. The probable cause of the leakage is due to an incomplete insertion during manual assembly in ensenada. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.